Manufacturer narrative:
Other text: a sample was received to perform an investigation. The tubing was visually inspected at 12 to 16 inches under normal conditions of illumination. No visual discrepancies were detected. Functional testing was performed using the accuracy test, and the device successfully passed. A device history record (DHR) review could not be performed as catalog number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. D4 UDI and g5 are unknown as no catalog or lot number have been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical cadd administration set being used with a cadd pump said 33ml of medication was left, but 50ml was wasted. The patient was not well controlled. She pushed her button multiple times for extra boluses and anesthesia also had to give an extra bolus not from the pump. There was, no injury to the patient but the patient's pain was not under control.